Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the suture knot of t2 of a fast-fix 360, loosened from the meniscus. Both t implants were removed from patient using tweezers. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The straw is damaged. The actuator is in the pre-t2 position. There is bio debris on the needle and handle. A functional evaluation of the device showed actuator cycled as intended. An evaluation of the customer provided images showed a close up of the needle end of the fast fix 360 laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are not visible. The handle is not visible. The actuator isn't visible. The second image is a duplicate of the first image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction or deployment of the implants prior to reaching the backside of the meniscus. No containment or corrective actions are recommended at this time.